Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample for lot 406501 from the same master confirmed the product as c3f8, and meets all release criteria.

Event description:
Reference complaint (B)(4), case from clinical study (B)(6). A physician reported that a patient underwent left eye phaco+iol + posterior capsule incision+vitrectomy and membrane stripping, photocoagulation, gas-liquid exchange and gas injection (c3f8) surgery. After surgery, the patient experienced mild increased intraocular pressure in the eye. It was reported that, when the patient was in the supine position, transient angle occlusion caused by anterior displacement of the crystalline lens and iris led to increase in intraocular pressure. The patient was treated with drug therapy as an intervention. The current condition of the patient "symptoms continue". Update on 06/05/2025: the patient status is updated to "recovery."

Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample for lot 406501 from the same master confirmed the product as c3f8, and meets all release criteria.

Event description:
Reference complaint (B)(4). Case from clinical study (B)(6). A physician reported that a patient underwent left eye phaco+iol + posterior capsule incision+vitrectomy and membrane stripping, photocoagulation, gas-liquid exchange and gas injection (c3f8) surgery. After surgery, the patient experienced mild increased intraocular pressure in the eye. It was reported that, when the patient was in the supine position, transient angle occlusion caused by anterior displacement of the crystalline lens and iris led to increase in intraocular pressure. The patient was treated with drug therapy as an intervention. The current condition of the patient "symptoms continue".

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
Reference complaint (B)(4). Case from clinical study (B)(6). A physician reported that a patient underwent left eye phaco+iol + posterior capsule incision+vitrectomy and membrane stripping, photocoagulation, gas-liquid exchange and gas injection (c3f8) surgery. After surgery, the patient experienced mild increased intraocular pressure in the eye. It was reported that, when the patient was in the supine position, transient angle occlusion caused by anterior displacement of the crystalline lens and iris led to increase in intraocular pressure. The patient was treated with drug therapy as an intervention. The current condition of the patient "symptoms continue". Updated on 06/05/2025: event date is 04/18/2025 and outcome is "recovery".